Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 11/27/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/27/2013 with the following findings: evaluation revealed that there was no evidence of any time and date changes or loss in the black box. There was no defect found from original complaint. Evaluation revealed that the battery cap threads were stripped. Investigators were unable to use battery cap. Test cap used to complete investigation. (B)(6).